Event description:
(B)(4). With in 24 hours of having the device placed I had a fever, nausea, and horrible cramping. The cramping got worse though the nausea went away after about a week. I then experienced, back pain, painful and heavy menstrual cycles, migraines, joint pain, fatigue, pain and bleeding after sex, hair loss, metal sensitivity, and frequent urination.